Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an ipg explant procedure due to an issue with wound healing, and infection at the ipg pocket site. The patient was administered antibiotics. The physician assessed that the infection was procedure related and not device related.

Event description:
A report was received that the patient underwent an ipg explant procedure due to an issue with wound healing, and infection at the ipg pocket site. The patient was administered antibiotics. The physician assessed that the infection was procedure related and not device related.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.